Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump displayed "syringe not in place". This event occurred in the pediatric intensive care unit (picu) and there was no reported adverse event.